Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer states insulin was squirting out. The customer's blood glucose level at the time of incident was 180mg/dl. The customer treated levels with manual injection. Troubleshoot was conducted and the drive support cap was noted to be flushed. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.